Event description:
It was reported that after implant the patient had tinnitus, felt ¿palpitate,¿ and tightness in the chest. The patient was a dj and wondered whether the dj device influenced the implant. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).